Event description:
During the procedure when valve was deployed, it got stuck and the deployment device balloon ruptured. Because valve was not retrievable, the laparoscopic procedure was converted to an open procedure. Manufacturer response for valve implant, sapien 3 utra valve (26mm) (per site reporter). Spoke to rep. Onsite and willingly complied with sequestering of device.